Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number 3006705815-2020-02768 additional information received identified that patient underwent surgical intervention on (B)(6) 2020 wherein, the entire system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02196. It was reported that patient experienced ineffective therapy after a fall. System diagnostics recorded high impedances on contacts 1-16. It was confirmed via x-rays that the leads had fractured. Surgical intervention may take place to address the issue.